Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the user experienced resistance when filling multiple cartridges. Reportedly, the user smelled insulin. The user successfully filled a new cartridge and resumed insulin delivery. The user's blood glucose level was 202 mg/dl.